Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/28/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample a rupture was found, and it was received in two parts. Microscopic examination was performed, and no indication of instrument damage was found. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced bilateral rupture and left sided baker¿s grade IV capsular contracture post procedure. The bilateral rupture was discovered on (B)(6) 2019 while the devices were being explanted for capsular contracture. The devices were explanted without complication. This report relates to the left prosthesis. See 1645337-2019-10847 for contralateral prosthesis report.